Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with cracked case reservoir tube window corner, broken reservoir tube lip, cracked case and cracked reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 525 mg/dl, 53 mg/dl at time of incident and the low blood glucose value was 56 mg/dl, 40 mg/dl and the current blood glucose level was 437 mg/dl, 100 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose and peanut butter, honey, juice and glucose for low blood glucose. The customer stated that the symptoms related to high blood glucose such as sick. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was fell down the stairs and the insulin pump got cracked on the screen, reservoir window and where they put the cannula in and it was breaking off in pieces and on the case and around the reservoir compartment. The device will be returned for analysis.